Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r (B)(4) /box for investigation. The returned sample was visually examined with and wi thout magnification. Visual examination of the returned sample revealed that the first two staples appeared misaligned. The stapler was returned with 41 staples remaining in the cover block. The trigger was not returned engaged. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, no staple was fired. Multiple attempts were made, but no staples fired. It appeared that the misalignment of the first two staples prevented the staples from moving down the track and into the forming tool. Manual realignment of the staples was attempted. After realignment, the first staple fired properly but the next staple misfired. The stapler was disassembled, and it was confirmed to have been assembled correctly. No defects or anomalies were observed with the device. It could not be determined what exactly caused the staples to misalign. An nc has been opened to further investigate this issue with the 528135 visistat staplers. Additional testing was not applicable for this complaint investigation. An nc has been opened to further investigate this issue. Per DHR the product visistat 35r (B)(4) /box lot # 73a2200582 was manufactured on 01/18/2022 a total of (B)(4) pieces. Lot was released on 01/31/2022. DHR investigation did not show issues related to complaint. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." Each stapler is fired three times and then 100% inspected for proper staple alignment at the manufacturing site. For this reason, it is unlikely that the issue was present at the time of assembly. An nc has been opened to further investigate this issue. The reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. Visual examination revealed that the first two staples appeared to be misaligned. Upon functional inspection, the misalignment of the first two staples prevented the remaining staples from firing. The sample was disassembled, and no defects or anomalies were observed. Each stapler is fired three times and then 100% inspected for proper staple alignment at the manufacturing site. For this reason, it is unlikely that the issue was present at the time of assembly. It could not be determined what caused the staples to misalign. An nc was opened by the manufacturing site to further investigate this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
The stapler failure to function, they would not fire. There was no reported injury. The device was replaced.

Manufacturer narrative:
Qn#(B)(4). From the pictures provided it was not possible to confirm the failure mode reported as failure to function - other. It is necessary to receive the physical sample to perform a proper investigation, determine root cause and implement corrective actions. The device history review for the product visistat 35r 6/box lot# 73a2200582 investigation did not show issues related to complaint. Teleflex will continue to monitor and trend related events.

Event description:
The stapler failure to function, they would not fire. There was no reported injury. The device was replaced.